Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a very complicated seizure that exposed part of the lead in the chest at the connection between the generator and the lead. The lead was visibly seen outside of the body. The device was explanted. The root cause of the device extrusion was caused by trauma from the patient's seizure.